Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The 100% stenosed lesion being treated was located in the "very hard" calcified and severely tortuous proximal left circumflex (lcx). The pt presented with unstable angina. The maverick2 balloon was being used for pre-dilation, and ruptured on the initial inflation at 8 atms. The procedure was completed with a different device, and no pt complications were reported. Pt status was reported as 'good'.

Manufacturer narrative:
The facility has confirmed that this device has been disposed of; therefore, no direct prod analysis can be completed and no root cause determination can be made.